Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother that the insulin pump had been exposed to moisture and the display screen was blank. Customer's mother stated her daughter was drinking juice and spilled the contents onto the device, causing the screen to immediately go blank. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 580 mg/dl at time of reporting. Nothing further reported.